Manufacturer narrative:
(B)(4). A complete investigation was performed by the designated complaints handling unit (dchu), including a review of the trend of similar problem, history of the product and simulation of the incident. There have been previous MDR's related to the issue of patients sliding out of the sling. There was a trend of less than 5 similar adverse events in average by year. The occurrence rate appears to be very low trend when compared to the amount of daily use of the slings on the worldwide market. This trend decreased over the years. No manufacturing anomalies were found when reviewing the device history record of the product. An onsite inspection was performed by an a (B)(4) representative after the incident. He could notice that the sling was old and showed severe wear all over. One of the gray clips was not clicking properly into place on the lifting arm and the sling was not fitted with the head supports. From the sequences of the events, it must be noted that the patient fell out of the sling to the floor during a floor lift transfers from her chair to her bed. The staff heard a popping noise but did not see the patient sliding or falling out of the sling. Information revealed the possibility the sling was not fitted with the head supports: these are required to be fitted when using this sling. The labeling, "guidelines on the use of your sling" max81687 int states: "the expected operational life for fabric slings and fabric stretchers are approximately 2 years from date of manufacture." It also states "arjo slings with head support have two pockets at the head section which should contain plastic reinforcement pieces during use. Always ensure these reinforcement pieces have been inserted into the sling pockets before using the sling." Therefore it appears that the root cause of this event is use error, in using a sling possibly not fitted with head supports and not following the warnings in the device IFU. This is in line with the fact that no training dates could be given for the involved staff. The sling and lift were being used for patient handling at the time of the event. The sling was not to specifications at the time of the event due to its condition and outside of its intended lifetime and that could cause or contribute to the report incident. It has been suggested that the staff at the facility are trained against the device IFU, with special attention to ensuring the sling has the head supports fitted prior to use. Also is it suggested the facility inspect slings inline with IFU for defects before each and every use. This particular sling is showing severe wear and should be removed permanently from service and replaced.

Event description:
A resident was being transferred from a chair to her bed. The resident has been raised about a foot up in the air. The staff heard a "popping" sound and resident slid out of the sling and fell onto the floor cutting her head.